Event description:
A (B)(6) male patient contacted zoll customer support to report that he was receiving excessive check therapy pad messages and adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy pad messages and adjust belt or check belt messages) have been confirmed. Upon receipt, the electrode belt failed the therapy electrode recognition test and was unable to deliver a treatment. Upon evaluation, the pulse wires had poor solder joints on the distribution node. The cause for the belt messages and the test failure was the poor solder joints. The root cause for the defective solder joints cannot be positively determined. No adverse event resulted from the damaged pulse wire. The patient received a replacement electrode belt.